Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with metastatic bone tumors and underwent balloon kyphoplasty (bkp) surgery. During surgery, the balloon ruptured and contrast medium leaked into the patient's body. The volume and pressure of the balloon at the time of rupture were 3 cc and 120 psi respectively. Infection occurred to the patient. It was unknown whether the infection was attributable to balloon rupture or not. The product came in contact with the patient. There was a delay of less than 60 mins in the procedure time as a result of event.